Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-may-2024, it was reported by the patient that infusion set was leaking at site due to which hyperglycemia occurs within 3 days of use. High blood glucose level was 151 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.